Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had drainage and swelling at the ins site. It was noted that the patient did not show signs of infection at the first 2 post-op appointments. The ins was being explanted on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The results of the culture came back as negative for infection. No further complications were reported.